Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) replaced due to a left cylinder aneurysm that caused the device to malfunction sometime after the original implant. It was explained that the outer ply of the cylinder was ripped was visible upon explant. No complications were reported.